Event description:
Emergency room personnel were attempting to externally pace a pt, condition unknown. Allegedly electrical capture could not be obtained. The rptr stated there were no adverse effects to the pt as a result of the alleged malfunction. No add'l event info was provided.